Event description:
Boston scientific received information that this pacemaker was in retry for an unknown reason, and the longevity decreased from 3 years to 0.5 years in a 6 month period. This was concerning to the physician. Technical services (ts) was contacted to discuss this case. Ts indicated the device was operating by design in order to preserve the 3 months of pacing from elective replacement time (ert) to end of life (eol). It is unknown whether this device exhibited premature battery depletion. A save to disk will be sent to ts after next regular follow-up in order to provide more feedback on the event. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in service. At this time, there is no additional information. Should additional information become available, this report will be updated.